Manufacturer narrative:
The user mentioned they went to the ER due to a high glucose event. The event happened on (B)(6) 2025 at 1:59 am. According to the user, they called the emergency services and went to the ER due to a high glucose event. The following example set was provided: (B)(6) 2025, 01:59 am, eastern time, sg 262 mg/dl, bg 360 mg/dl. A review of the data management system (dms) revealed that the sensor glucose (sg) value at the time of event was 269 mg/dl and bg value of 360 mg/dl was entered into the system. A review of alert history confirmed that the user received a "high glucose" alert around the time of event as sg value was above the high alert threshold (165 mg/dl). Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint. The user received insulin as treatment at the hospital. B4. Date of this report 19 dec 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 19 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2993. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported going to the ER due to a high glucose event that occurred on (B)(6) 2025 at 1:59 am eastern time. The user stated they contacted emergency services and were transported to the ER. At the time of the call, the user reported feeling frustrated. The event was not related to sensor insertion or removal. The event was related to diabetes; therefore, the following example set was provided: (B)(6) 2025, 01:59 am, sg 262 mg/dl, bg 360 mg/dl. After reviewing dms, we confirmed the following values at the time of the event: (B)(6) 2025, 01:59 am, sg 269 mg/dl, bg 360 mg/dl. Dms review also confirmed that the user received a "high glucose" alert on (B)(6) 2025 at 1:31:43 am, when the sg value was 265 mg/dl. The user received insulin as treatment at the hospital.